Event description:
It was reported that the patient presented to the hospital for a mitral valve replacement procedure on (B)(6) 2022. During procedure, it was noted that the tachycardia therapies were not turned off on the implantable cardioverter defibrillator (ICD). This resulted in multiple shocks delivered by the ICD due to device picking up noise from the surgical equipment. No programming changes were made and the patient was sedated and did not feel any shocks. The patient was in stable condition throughout.